Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an ophthalmic aneurysm. During the pipeline deployment across the aneurysm neck and into an ophthalmic curve, it was reported that the pipeline could not be completely opened despite manipulation of the catheter and pushwire or by wagging the tail. Upon attempting to cork the pipeline for removal, the capture coil slipped inside the marksman without anchoring the pipeline. The device was not completely across the neck of the aneurysm. Access through the pipeline lumen was lost; therefore, an attempt to open the pipeline was made by manipulating a marksman and echelon catheter with no success. An attempt was made to retrieve the pipeline with an amplatz gooseneck snare but without success. Since contrast was still flowing up the ica (internal carotid artery), a decision was made to coil the aneurysm and end the procedure. It was reported that the patient had a left hemisphere infarct (stroke), along with right sided hemiplegia and aphasia. The patient is currently in the high dependency unit with a nasogastric tube.

Manufacturer narrative:
On (B)(4) 2014, we received additional information regarding the patient condition. It was reported the patient suffered an ischemic stroke and is now severely disabled. (B)(4).